Manufacturer narrative:
The device involved in the event has been received for evaluation and a large amount of blood was found in the balloon assembly which likely prevented the balloon from deflating. The IFU (instructions for use) states: "ensure the guidewire can be securely tightened in the rhv (rotating hemostatic valve). Inadvertent proximal guidewire movement can cause blood to enter the balloon lumen which may inhibit balloon deflation."(B)(4).

Manufacturer narrative:
The device involved in the event has been received and the evaluation is currently in progress. A follow up will be submitted once the evaluation has been completed. (B)(4).

Event description:
Treatment of 5mm x 6.5mm of an sah (subarachnoid hemorrhage) at the right va-pica (vertebral-posterior inferior cerebellar artery). During the procedure, it was reported that the physician was not able to deflate the hyperform balloon by applying negative pressure causing the patient's blood pressure to increase rapidly consequently rupturing a vessel. The patient's condition worsened and the balloon catheter was cut off at the femoral area. The patient's hemorrhage was treated and then was transferred to the ICU (intensive care unit) immediately where the patient became brain dead and expired on (B)(6) 2013.